Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation, and a thorough investigation was completed. The implant was returned, visually and functionally inspected. Upon review of the part, it was observed that the head had sheared immediately proximal to the screw shaft. Analysis of the shear face revealed a smooth surface, indicative of sudden stress fracture.

Event description:
On (B)(6) 2018 it was reported to k2m,inc. That during a scheduled removal case a screw broke intra-operatively. The shaft of the screw remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That during a scheduled surgery, a screw shaft broke intra-operatively. The shaft of the screw remains in the patient. Surgery took place on (B)(6) 2018.